Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Olympus service operation repair center (sorc) found that the cable was twisted. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon occurred due to the following causes. - the endoscopic image was temporarily disappeared since a part of the cable of the subject device was broken. - as about 13 years has passed since the device was manufactured, the endoscopic image was temporarily disappeared by aging degradation.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The user replaced the subject device with another device to complete the procedure. After the procedure, the user checked the subject device and found that the phenomenon could not be duplicated. There was no report of patient injury associated with the event.